Event description:
According to the reporter, during a laparoscopic low rectal resection, the stapler did not fire after loading the reload. Another stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.